Manufacturer narrative:
G4:04feb2021. B4:(B)(6) 2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty blower assembly. The customer was given the part number and pricing for a replacement blower assembly which would bring the device back to functionality. As of (B)(6) 2021, the customer has yet to make a decision on the aforementioned actions required to bring the device back to functionality. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported to philips that the device had a patient circuit occluded error. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.